Event description:
On (B)(6) 2021, a perceval pvs21 was implanted with aortic replacement (rat-mics), three tourniquets were used. After de-clamping, transesophageal echo showed pv leak (mild) in the entire lcc and ncc. After re-clamping, the perceval valve was explanted and sizing was performed again. The perceval was judged not to be applicable, and a crown valve cna21 was indwelled instead, and the operation was completed. At this time, the cause of the perivalvular leak was not confirmed if related to stent in-folding or rather to a malposition of the device. The patient was affected with an additional cross-clamp time (82 minutes), delayed heart-lung machine time, enlarged incision (1 cm), amputation of the second rib and placement of crown valve.